Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards learned the patient also had mitral stenosis.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that an (B)(6) patient underwent valve-in-valve procedure to treat her 25 mm bioprosthetic mitral surgical valve due to structural valve deterioration with little to no movement of the prosthesis. The implant duration of the surgical valve was seven (7) years and eight (8) months. The patient received a 26 mm transcatheter valve in the mitral position with good function and no evidence of any perivalvular leak. The patient was transferred to the cvr unit in stable condition, postoperatively.